Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that an unspecified cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The crt-p remained in service until it was eventually explanted and replaced. No additional details regarding the unspecified product were provided. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.